Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage which was further due to breakage of switch button 2 (sw2). The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on switch 2, water tightness was lost, due to wear of the flexibility adjustment ring the flexibility adjustment function did not work, the air water cylinder had discoloration, the scope cylinder had discoloration, due to a cut on the heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, the mount had corrosion due to water leakage, the plug unit had a scratch, scope connector case unit has corrosion due to water leakage, due to a burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, due to damage on the charged coupled device unit, the focus is not changed to far point, there is distortion and error e243, due to damage on the nozzle, the amount of water contact did not meet the standard value, the image guide protector was damaged, the plastic distal end cover had a burn, the nozzle was deformed, the objective lens had a scratch, the light guide lens had discoloration, the bending tube was damaged, the connecting tube was snaking, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had distortion of the image in the middle, with error e243. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air water cylinder had foreign objects and the air water tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.